Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report numbers: 1627487-2013-19521, 19523. It was reported the lead implant incision site had not healed well. It was also reported the anchor is visible through the patient's skin. The patient is asymptomatic. The physician will monitor the patient. Note the patient received two anchors from the same lot.